Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage, button unresponsive and missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump got wet on monday by the pool. The customer also stated that she can see lines on the pump. The customer reviewed the alarm history and nothing came up on the screen. The customer reported that the buttons on the pump were not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify button keypad anomaly, missing segments, line on the screen due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.